Event description:
It was reported that "vessel perforation occurred while performing a pta of the right femoral popliteal artery." The vessel was moderately tortuous and the lesion was highly calcified with 75% stenosis. It was also reported that the physician encountered significant resistance during insertion of the device. "The procedure was completed by performing a femoral popliteal bypass procedure with positive outcome and a stable pt." Further info has been requested about this event.